Event description:
Following an unspecified open heart procedure the patient developed an infection in patient's chest which required multiple surgical procedures and medical treatment with extended hospitalization.